Manufacturer narrative:
Philips has investigated this complaint. The customer contacted the philips remote service engineer (rse) and asked for part number for the host pc. The rse was informed by the customer that the host pc was not booting up on its own. The rse provided the customer with the part number information. The customer replaced the host pc and installed the new license file. But, later it was found that the worklist would not query. The customer was advised to call the rse and let the rse check the network connections tabs and to know the new mac address of the new host pc. No further service has been performed by philips since the customer took care of the issue with the assistance of the in house engineer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc would not boot up automatically and would require manual intervention. The host pc is the central control of the system and would not allow booting if defective. The device was outside of clinical use at the time of the reported event. No harm to patient or user was reported. Philips has started an investigation of this complaint.